Manufacturer narrative:
Pr (B)(4) emdr initial submitted. If additional information is needed, a follow up will be submitted. (B)(4).

Event description:
The clipper blades rupture the patient's skin. This delayed the surgery.

Manufacturer narrative:
Pr# (B)(4) - a DHR was performed on the lot number of this device. A review was completed and no non-conformances were found during the manufacturing of the product. Should the device become available, another emdr will be submitted. No device returned.